Manufacturer narrative:
Follow-up #1: date of submission 9/21/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was found to be cracked along the side, extending from the threads to the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak confirmed. The pump case was removed and moisture corrosion was found throughout the inside of the pump and on the printed circuit. No battery cap returned with the pump. A test battery cap was used to complete the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.